Event description:
"A pt with bilateral pseudomonas pneumonia on ventilator developed a left chest empyema. The physician attempted to place a chest tube in the left posteriolateral position. During this procedure, the surgical clamp broke and a large portion of the jaw of the clamp was deep in the soft tissue overlying the ribs. Pt was taken or o.r. To remove the fb and obtain surgical drainage of the empyema. The foreign body was laying posterior and through the latissimus muscle. The jaw of the clamp was found to be immediately overlying the ribs in the area. The foreign body was removed. The clamp was part of the minor procedure tray used for chest tube insertion and came packaged in the tray. The pt was discharged to home in 2002 with no untoward effects anticipated due to this incident.